Event description:
It was reported that the device was explanted after implant duration of zero days, due to a failed ring repair. It was noted that there was sizing issues, and the surgeon went with a smaller ring. Info learned per response from the health care provider.

Manufacturer narrative:
Device not returned. Failed ring repair due to sizing issues.